Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested but unavailable: what procedure was being performed? What was the date of the initial surgery? How was the leak diagnosed? Were any other diagnostic procedures performed? Was a leak test performed? How many times was the stapler fired? Was there any issue with staple formation at site of fistula? Was buttressing material being used? Was device reprocessed? Are the operative notes available?

Event description:
It was reported that after a gastric septation procedure, the surgeon reported that the staple line used with the green load (first shot in the stomach antrum performed in vertical gastrectomy surgery) opened postoperative causing a fistula. The surgeon reported that shortly after clipping identified bleeding, but made hemostasis with gauze, and not sutured with thread. The patient had clinical signs of fistula and was re-operated on (B)(6) 2013 and closed fistula. The patient was referred to ICU in the ipo, and after twenty-four hours for semi intensive.